Manufacturer narrative:
H4: the lot was manufactured from october 3, 2022 ¿ october 4, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and noted approximately 2 to 3 ml of fluid inside the housing which suggested a small leak may have occurred. A leak test was performed by draining the drug fluid out the bladder then refilled the bladder with green color water and a slow leak (2 to 3 ml of fluid) was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked out from the bladder. This occurred after filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.